Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were unable to get any green lights on the telemetry portion of the monitor, during a manual transmission. No additional information could be obtained after multiple follow-up attempts with the clinic. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.